Manufacturer narrative:
It was reported that while inserted in patient, the foley catheter's balloon deflated resulting in the foley catheter falling out from the patient. Per report, the patient required the foley catheter for neurogenic bladder and the foley catheter was placed in patient two and a half hours prior to the incident occurring. It was reported that lubricant was used during insertion; however, it was not specified what brand or type was used. The balloon was reportedly not tested for inflation or deflation prior to insertion. Ten (10) ml of sterile water was used to inflate the balloon during insertion. Reportedly, no sterile water was left in the balloon when the foley catheter was noted out from the patient. It was denied that the foley catheter was clamped at any time. A new foley catheter was re-inserted in the patient as a result of the reported incident. There was no serious injury or follow up care reported related to the event. The patient is now discharged to home with no further issues reported. Due to the reported need for foley catheter re-insertion and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that while inserted in patient, the foley catheter's balloon deflated resulting in the foley catheter falling out from the patient.